Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
4 false positive flu b results on one patient, confirmed negative by pcr. Patient is asymptomatic and was tested due to exposure. Customer unresponsive to multiple attempts to collect additional information. Report 3 of 4.